Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc). It was noted that the patient was referred to their clinic to further evaluate. This product remains in service. No adverse patient effects were reported.